Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient changed insulin after discovering that the patient was using an expired infusion set, which may have caused an occlusion issue. The patient experienced occlusions on (B)(6) 2026. The patient had elevated blood glucose (bg) of 600 mg/dl and was treated with a correction injection via multiple daily injection (mdi). The patient changed supplies as necessary and resumed insulin therapy. No further information available.